Event description:
Patient to cath lab for heart cath with percutaneous coronary intervention of the left anterior descending coronary artery. Stent was successfully placed in left descending coronary artery, but then dissection was noted. Multiple stents were deployed, and then dissection noted at main coronary artery, and then left circumflex coronary artery. After stents deployed, patient decompensated, and CPR was started. Impella was placed, and balloon inflations into circumflex artery were performed. They performed a couple of balloon inflations with the 2 x 15 mm emerge balloon in the left circumflex. This was done over a whisper wire, which was advanced into the left circumflex. At this time, the whisper wire tip became entangled in the left main stent and the end of it sheared off. It was retrieved with an en snare device. They were able to restore flow in the left circumflex with balloon inflations.